Manufacturer narrative:
On 08/25/2016 the field service engineer (fse) found disconnected drain tubing in the diff mixing chamber that caused the leak and latron voteouts. The fse replaced the mix chamber and reattached the tubing to fix the leak and voteouts. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a contained blue leak from the unicel dxh 800 coulter cellular analysis system. There were latron (controls) diff voteouts reported by the customer at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, face shield and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.